Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump that had failure code 812:05 that occurred during patient therapy and therapy was interrupted. The event occurred in the (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no additional information available. The user interface module master software version for this device is currently unknown the customer also reported that the device failed and failure code 808:07 occurred during patient therapy and therapy was interrupted for the same patient. (B)(4) has been created for the device failed and (B)(4) has been created for 808:07.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received by baxter. A follow-up medwatch report will be submitted if the device is returned for evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). Correction: the user interface module master software version was inadvertently omitted in the follow-up medwatch report 6000001-2010-00996 001. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause that failure code 812:05 is a cascade failure of failure code 808:07. Failure code 808:07 interrupted delivery on (B)(6) 2010 (see report 6000001-2010-00982). Failure code 812:05 occurred at the next power on of the device on (B)(6) 2010; this failure code did not interrupt delivery. This device belongs to baxter and will not be repaired at this time. The user interface module master software version for this device is 6.13.90, categorized as remediated. A follow-up report will be submitted if additional information becomes available.